Event description:
Customer observed a (B)(6) total result that was inconsistent with the clinical picture and with an alternate method. A sample was re-drawn from the patient. There were no reports that treatment was altered or prescribed based on the result. There are no reports of adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) total results is unknown. The patient's profile indicates that this appears to be a sample from a patient with a recovered (B)(6) infection. The advia centaur hbct instructions for use (IFU) indicates an (B)(6) agreement with recovered patients. The sample is not available to be sent to siemens for testing. The customer declined service because the sample was also negative at a different site. Quality control results and calibration were within specification. The system is performing to specification. No further evaluation of the device is required. The limitations section of the IFU states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test results does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection. The calculated values for hepatitis b in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00165 on june 13, 2014 regarding a (B)(6) advia centaur (B)(6) result that was inconsistent with the clinical picture and an alternate method. September 15, 2014 additional information: siemens released urgent medical device recall (umdr) 10819677, rev. A september 2014 and urgent field safety notice (ufsn) 10819676, rev. A september 2014 informing customers of increased assay imprecision and a positive bias (increase in index values) in the low end of the assay with the advia centaur systems hbc total (hbct), reagent lot 100064. The increased imprecision and positive bias is observed with patient samples and negative controls and can result in an increase in false reactive results.